Manufacturer narrative:
H.6 investigation summary the complaint of "atb panels with anomalous resistances" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd field service engineer(fse) was dispatched at the site, pipettor was disassembled . Decontamination procedures were completed and replacement of all consumables.instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product.the root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported.samples were reviewed in the form of log files and no instrumental errors were observed.bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that bd phoenix¿ ap false results due to contamination. The following information was reporter that the customer reports that they have had atb panels with anomalous resistances for a month, so we request the intervention of the application. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details the customer finds resistances that make no sense on the panels prepared from the ap.

Event description:
It was reported that bd phoenix¿ ap false results due to contamination. The following information was reporter that the customer reports that they have had atb panels with anomalous resistances for a month, so we request the intervention of the application hazard, injury or erroneous results? Yes; hazard, injury or erroneous results details the customer finds resistances that make no sense on the panels prepared from the ap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.